Event description:
During a prostatectomy procedure, after approx 10 minutes the generator indicated instrument error. The nurse reconnected the instrument but it did not work. The nurse took a new instrument and the same thing happened, the third instrument worked and they finished the case without any problem. No pt consequence.